Event description:
It was reported that the hypothermia patient was started the therapy on the arctic sun device. The device was unable to cool the water below 30 degrees celsius the patient temperature was 37 c and the target temperature was 33 c.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The device performed to specifications during testing. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labelling review was not required as the reported event was unconfirmed. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hypothermia patient was started the therapy on the arctic sun device. The device was unable to cool the water below 30 degrees celsius the patient temperature was 37 c and the target temperature was 33 c.